Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok leaked. The following information was provided by the initial reporter: it was reported by the customer that used for b12 shots when using there was leakage between the needle hub syringe. Verbatim: rcc received a complaint via phone. Pir attached. Complaints-mds. Ref: 309581. Lot: 20270930. Xxxx. Address: xxx. Phone xxx. Email: xxxx. Issue: used for b12 shots when using there was leakage between the needle hub syringe. Has occurred 3x. Doe: 24may2024 and 27april2024 2x. Sample yes please send sample return kit. Additional information provided: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Yes, she has now missed 2 months of b12 shots prescribed by her dr. Due to the defect in the syringe shooting out the meds around the blue part of the syringe instead of going down the inside of the needle itself. She is extremely tired. Also the cost of the b12 prescription itself & the syringes.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information was provided.